Event description:
The field engineer reported that the system displayed a cine disk is not available error message at boot up. The cine function was not operating, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connector to the cine drive was reseated. The system was then found to be operating as intended.